Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There are no complaints reported for infection, endocarditis or autoimmune reaction from other devices under this sterility record. The product was not returned. The pathology report was not sent to medtronic. At this time there is insufficient information to determine root cause of the reported clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information that 3.5 months post implant of this annuloplasty band, the patient had their band explanted due to either an infection or auto-immune reaction to the band. It was also reported that the patient had regurgitation of an unknown origin on the band. A hospital pathology report is pending. The band will not be returned, it was discarded by the customer. The band was replaced with another manufacturer's device. No further adverse patient effects were reported.

Manufacturer narrative:
The product was discarded and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).